Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the blood cultures were positive for pseudomonas aeruginosa, and the patient was treated with antibiotics. On (B)(6) 2017, the patient was febrile and tachycardic in the setting of anemia and chronic driveline infection. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The account communicated that the patient was treated with antibiotics after their blood cultures tested positive for pseudomonas aeruginosa. The account later reported that changes to the patient's medication were made in response to fever, tachycardia, anemia, and chronic driveline infection. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.